Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system seems off. There as no patient impact reported. No delay to the case. There isn¿t one specific case/patient they were complaining about. Apparently, it¿s been an ongoing issue and doesn¿t happen with every case. They just mentioned that it has seemed off for a while. The rep attend one case to see if the problem could be replicated, and it did.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, h3: a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software logs were reviewed. It was observed that the site used the system 13 times in (B)(6) 2024 and transferred seven patients to the system. Logs also captured multiple registration attempts in all sessions; however, logs did not record any abnormalities related to the reported inaccuracy. Archives were unavailable. Without examining archives, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.